Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a rash under the ECG electrodes. The rash was reportedly red and itchy. The patient's physician instructed the patient to use a cream on the rash. The medical outcome of the rash is unknown, as the patient decided to end use of the lifevest. Based on the low severity of the reported problem, there is no indication of serious injury.